Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 29mm 3300tfx aortic valve, was explanted after an implant duration of 19 days due to unknown reason. The explanted valve was replaced with a 25mm 11060a valve. The patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through the implant patient registry that a 29mm 3300tfx aortic valve, was explanted after an implant duration of 19 days due to type a aortic dissection, and aortic root aneurysm. The explanted valve was replaced with a 25mm 11060a valve. The patient was taken to recovery post procedure. Per the medical records, the patient presented with type a aortic dissection and aortic root aneurysm. The patient underwent a type a dissection repair and aortic root replacement. The aorta was inspected and revealed the primary tear site in the ascending aorta. The dissection extended and involved the coronary sinuses below the sinotubular junction. The type a aortic dissection was repaired with a 30mm dacron graft and the previous 29mm 3300tfx aortic valve was excised. A 25mm 11060a valve valved conduit was implanted securely. Echo revealed a well seated aortic valve. The patient tolerated the procedure well and was transferred to the ICU for recovery.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.